Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance; high battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri; eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device was at eri (elective replacement indicator) even though it had low outputs and had been implanted less than five years. The device was removed and replaced. No patient complications have been reported as a result of this event.